Event description:
Device 4 of 4. Reference MFR reports: 1627487-2013-16350, 16351, 16352. The patient has two supraorbital leads and two occipital leads (off-label uses). It was reported the patient developed an infection on the back of her neck and was undergoing an incision and drainage procedure. A culture of the site allegedly was taken, and the patient is being treated with intravenous antibiotics.

Manufacturer narrative:
Evaluation method: the device history and sterilization records were reviewed. Results: review of the DHR found a nonconformance related to the product lot. However, the individual affected device was reworked, all devices within the lot met acceptance criteria. Therefore, the DHR anomaly is not related to the alleged device complaint. Conclusion: the cause of reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.